Event description:
During an anterior thoracic instrumentation surgery with downsized screws, three (3) out of six (6) screws collapsed when the surgeon tightened them with a deflection bean torque wrench.